Event description:
Boston scientific corp became aware that during and anterior communicating artery aneurysm procedure the physician used the subject device; however, the area of treatment was tortuous and it stretched during repeated pull back. The pt was reported in good condition.